Event description:
Started using poligrip in 1982. After a few years of using the poligrip, I started experiencing tingling in both feet and numbness. They feel like they are on fire (hot). They turn very red. Because of this, I can't stand socks or shoes to touch my feet, I wear them when I have to. I was diagnosed with diabetes in 2003, and in 2005, I was diagnosed with neuropathy. The neuropathy is permanent. I take medicine for this 2 time a day (cymbalta 60 mg). Had blood work done for zinc and copper level in 2009. They were normal. Due to the neuropathy in both of my feet, I can't sleep well, due to the burning and pain in my feet. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1982 - 2009. Diagnosis: denture cream. Event abated after use stopped: no.